Event description:
Possible ventricular over sensing of possible non physiologic signal on both episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).